Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: apsular contracture baker grade iii, "presence of siliconomas" , "proesthesis with some folds" , "periareolar surgical distortions", "right areola looking down", "silicone uptake".

Event description:
Healthcare professional reported capsular contracture baker grade iii, "presence of siliconomas" , "proesthesis with some folds" , "periareolar surgical distortions", "right areola looking down", "silicone uptake" on right side. The device has been explanted. Skin rash/ dermatitis is not device related.